Manufacturer narrative:
(B)(4). The analysis results of the er320 found that it was received with the lockout mechanism prematurely activated. Upon visual inspection it was noted that two clips were jammed between the top shroud and the jaws. In an attempt to replicate the reported incident, the trigger was forced to its closed position and the lockout was broken. After this, the first jammed clip could be fed into the jaws and it was formed properly; the second jammed clip was fully seated and it was fed and formed as intended. Upon the next actuations, fifteen conforming clips were fed and formed. The lockout mechanism was found to be non functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. It could not be determined what may have caused the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure when the doctor wanted to use the device, the gun was stuck and cannot fire so he then replaced it. No patient consequences reported. Procedure was completed with same like device.